Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were hard to press and that the insulin pump screen was hard to read. Customer's blood glucose level was not reported at the time of the incident. Troubleshooting was not performed. The insulin pump will not return for analysis.